Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found that numerous kinks were present in the body of the rotowire. Functional testing was performed using the returned rotowire. During testing, the returned rotowire was able to be removed with resistance, but it was not able to be reinserted due to the kinks in the rotowire. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the burr became stuck with the wire. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad) and mid left anterior descending artery (lad). A 1.50mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. Furthermore, there is a significant resistance between the burr and the guidewire, the actual speed is 45,000, and removed directly with guidewire. The burr and rotawire were removed together as one unit from the patient and the procedure was completed with another of the same device. No patient injury was reported, and the patient was stable after the procedure.

Event description:
It was reported that the burr became stuck on the rotawire. The 80% stenosed, 32 x 2.50 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink burr and a rotawire were selected for percutaneous coronary intervention (pci) procedure. A pecking motion used for burr advancement. During procedure, the burr became stuck on the rotawire, and the rotation speed was at 45,000 rpm, then device stalled inside the patient. There was a significant resistance encountered between the burr and the guidewire during removal. The burr and the rotawire were removed together as one unit from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.